Event description:
It was reported that the insulin pump alarmed button error, which was not resolved by a battery change. The blood glucose reading was 293 mg/dl. The customer stated that he wore the insulin pump when he went into a pool, leading up to the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the motor, battery tube, and vibrator assembly. However, moisture damage was found on the electronics assembly during our visual inspection. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.